Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin, and using inappropriate tools have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows, the clinical representative is unsure if antibiotics were prescribed pre-operatively and if the site was irrigated before closure which are potentially contributing causes for the occurrence. The clinical representative confirmed the patient did not have pre-existing conditions. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection likely due antibiotics not being prescribed pre-operatively and the site was not irrigated before closure (user error-clinician).

Event description:
The patient reported an infection in their ankle and leg following a trial. The lead was removed on (B)(6) 2021. No further issues were reported.